Event description:
It was reported that the patient underwent surgery for a one level artificial cervical disc replacement. On follow-up x-rays, the surgeon noticed the device was more prominent than desired. The surgeon decided to remove the device and fuse the level. Approximately 2 months post-op the initial surgery, the patient underwent additional surgery to remove the artificial disc and replace with a peek cage and anterior plate.

Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: visual and optical examination of the implant identified multiple cuts to the sheath, which appears to have been created by sharp object, consistent with iatrogenic damage. Additionally, one of the flanges are broken off and not returned for analysis. Dimensional examination confirmed conformance of implant overall dimensions. Unable to determine root cause of implant fitting issue from the available information.